Manufacturer narrative:
(B)(4). Was the second operation, which was performed over a year afer the first operation, performed to address issues with the patient that occurred due to the first operation? The second operation was an open procedure performed due to groin pain after the first hernia repair. There was no evidence of hernia recurrence. A third surgical procedure was performed laparoscopically when a comment was made by the surgeon that some suture material was seen and removed. Was any medical or surgical treatment performed to address the patient events? He has had a number of operations of try and address the groin pain what is the product code and lot number? Do not have lot numbers or product codes. The customer does not believe there is any problem with your product and that his pain is not related in anyway to the sutures used.

Manufacturer narrative:
(B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the second operation, which was performed over a year after the first operation, performed to address issues with the patient that occurred due to the first operation? Was any medical or surgical treatment performed to address the patient events? What is the product code and lot number?

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. Over a year later the patient underwent a further operation and a piece of suture material was identified in some scar tissue. No adverse patient consequences were reported. Additional information was requested.